Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the emboshield nav 6 outer package was opened and the entire retrieval catheter pouch was noted to be missing. The device was discarded and not used. There was no patient involvement and another emboshield was used in replacement. There was no clinically significant procedural delay. There was no additional information provided.